Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample that was ordered in the ER as a "pre-op". The initial result was 0.603 miu/ml and was reported outside the laboratory as 1.0 miu/ml. The doctor called and questioned the result as the patient had a hcg+b test earlier in the week and it was not near 1.0 miu/ml. No specific data was provided. On (B)(6) 2016, the same aliquot from (B)(6) 2016 was repeated and the result was 583.1 miu/ml. The repeat result was believed to be correct and the customer stated they are working on a corrected report. There were no changes to the patient treatment and the patient was not adversely affected. The reagent lot number was 19028003 with an expiration date of 03/31/2017. The field service representative checked the instrument operation and inspected the sample. He found the sample had visible fibrin floaters. He ran precision checks on a pooled sample which were within specification. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, no reagent issue was obvious. The fibrin found in the sample is known to be a frequent root cause. Other possible causes include any issue related to the sample quality and insufficient maintenance.